Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The balance middleweight guide wire referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that using a femoral artery access approach during a procedure of an unspecified lesion, the mini trek balloon dilatation catheter (bdc) was used but became stuck on the balance middleweight (bmw) guide wire. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent information revealed that analysis of the return device revealed the guide wire was returned inside the mini trek balloon dilatation catheter (bdc) and the guide wire core was separated at the hypotube. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with guide wire was not confirmed using a proxy guide wire after the separated guide wire was removed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.